Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted tech support engineer (tse) to report an error 48406 which had been on the system the day before. Tse reviewed the system logs and confirmed the error. The customer would like the system to be looked at and clean the filters. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the endoscope controller (ec) due to error 48406. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The reported problem is consistent with error 48406 and was confirmed but not replicated. System logs were able to confirm that the fault happened in the field. Upon visual inspection, there were no issues that would be related to the reported event. The unit was installed onto a golden system and functioned as expected. The golden system was set to run 10 power cycles after which the error logs were investigated. Error 48406 was not found. The complaint was confirmed based on field evaluation but not replicated by failure analysis. Failure analysis was able to conclude that the dual camera interface board (dcib) is the root cause of the reported problem.